Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent sling implantation with concurrent procedures of diagnostic laparoscopy, lysis of adhesions, bilateral salpingo-oophorectomy and cystoscopy. The patient experiences pain, prolapsed bladder, rectocele, cystocele and dyspareunia. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07789. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a rectocele, a cystocele, prolapsed bladder and dyspareunia. The patient underwent the concurrent procedures of a diagnostic laparoscopy, lysis of adhesions, cystoscopy and bilateral salpingo-oophorectomy. It was reported that following insertion the patient experienced sharp pains in abdominal area, vaginal dryness, pain, prolapsed bladder, recurrent cystocele, painful intercourse, and felt like something coming out of vagina. The patient needed another surgery in (B)(6) 2012. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07789. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.